Manufacturer narrative:
(B)(4). Product end of life (eol) (B)(6) 2014; product end of service (eos) (B)(6) 2018. Evaluation in process at this time.

Event description:
It was reported that the device was giving an over temperature warning light, but there was no audible alarm. There is no patient involvement reported. There is no report of serious injury or death associated with this event.

Manufacturer narrative:
Covidien/medtronic reference: (B)(4). Visual analysis of the unit found that the device was damaged in several places. The unit was tested and a the alarm was determined to be barely audible. The issue was isolated to the pcb.